Manufacturer narrative:
The patient experienced the peritonitis on an unreported date reported as ¿last month¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as an abdominal infection. The cause of the event was not reported. On an unreported date, the patient began treatment for the event with an unspecified anti-inflammatory drug infusion (dose, frequency, and route were not reported). It was not reported if the patient was hospitalized. On an unreported date, the patient was recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. No additional information is available.